Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. It was also reported the customer had sensor failures, sensor updating, and calibration not accepted multiple times in a row. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-7040a, mmt-243a, mmt-332a, mmt-1884. Troubleshooting was performed for the sensor alerts. The customer did not feel ok to troubleshoot for low blood glucose. It was unknown whether the insulin pump system was used within 48 hours of the reported event and whether the auto mode/smartguard feature was active at the time. The customer received a change sensor, sensor updating, and calibration not accepted alerts. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Event description:
Updated summary: customer could not test the transmitter at the time of the call. No symptoms of low were reported. Customer will not continue to use the pump. Pump has returned for analysis.

Manufacturer narrative:
Information has been corrected, which was not correct in the initial report. The information has been provided in sections b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. ¿ in summary, the pump passed functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer could not test the transmitter at the time of the call. No symptoms of low were reported. Customer will not continue to use the pump. Pump has returned for analysis.